Manufacturer narrative:
(B)(4). The lot was manufactured november 5, 2014 ¿ november 10, 2014. The device was received for evaluation out of its original packaging. Visual inspection was performed and revealed the blue winged luer cap was missing. As the device was not received in its original packaging, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap was missing from a small volume intermate. This was discovered before use of the device. There was no patient involvement. No additional information is available.